Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples appear slightly misaligned. The stapler was received with 38 staples left in the device. Functional inspection was performed by attempting to fire staples from the device. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release from the device. These actions were repeated for the next 4 staples with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All 33 remaining staples were able to properly fire and close into the skin pad. All staples were fired from the device with no difficulty. No defects or anomalies were observed. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned device. The stapler was able to properly fire all remaining staples. The reported complaint of "misfire/jamming - staples not firing" could not be confirmed based upon the sample received. Although the staples appeared to be slightly misaligned, the returned stapler was able to form and release all remaining staples in the cover block. No defects or anomalies were observed with the sample. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler.per DHR the product visistat 35w 6/box lot # 73b1900765 was manufactured on 02/26/2019 a total of 15,000 pieces. Lot was released on 03/08/2019. DHR investigation did not show issues related to complaint.

Event description:
The staple was found jamming during usge on the patient.

Event description:
The staple was found jamming during usge on the patient.

Manufacturer narrative:
Qn# (B)(4). The customer returned one cartridge 544253 hemolok xl clips 3/cart 42/box for investigation. The packaging was also returned. The cartridge was returned with 3 clips remaining. The cartridge and clips were visually examined with and without magnification. Visual examination revealed that one of the returned clips had its pierced bosses broken. R & d engineering was consulted for this complaint issue. According to r & d, the observed damage to the broken clip is consistent with improper loading of the clips (possibly loading with high force at a severe angle) or with using damaged appliers. The appliers were not returned. Functional inspection was performed on the 2 remaining intact clips. A lab inventory clip applier was used and both clips were able to properly load into the applier and fire onto over-stressed surgical tubing. No issues were found with the intact clips that were returned. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the clip indicates that unintentional user error caused or contributed to this event. The reported complaint of "broken/detached parts - clip - boss" was confirmed based upon the sample received. The cartridge was returned with 3 clips remaining and one of the clips had broken pierced bosses. Upon functional inspection, both of the intact clips that were returned were able to properly load into appliers and successfully fire onto over-stressed surgical tubing. R & d was consulted for this complaint and it was determined that the observed damage to the broken clip is consistent with improper loading of the clips (possibly loading with high force at a severe angle) or with using damaged appliers. It is unknown how the returned clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73b1900765 did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The staple was found jamming during usage on the patient.